Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a johnson & johnson/ ethicon secur on (B)(6) 2008 and a cook biodesign or surgisis urethral sling on (B)(6) 2008 at (B)(6) medical center in (B)(6) by dr. (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.